Event description:
It was reported during remote follow-up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). The device will continue to be monitored. Patient condition was unknown.